Event description:
During a surgical procedure, two surgical lights over the pt in or #6 were brought together to increase field illumination for the surgeon. The lights were brought together at he same level and collided. As a result of the collision, a paint chip was dislodged from the exterior of the surgical light. The or staff stated that the paint chip did not fall in the incision area, but it did fall into the sterile field. The surgical staff covered it with a towel and they proceeded with the surgery. The hosp did not report any injuries. There were no further precautions taken with the pt.